Event description:
Diabetes educator contacted dexcom technical support on (B)(6) 2012, on behalf of one of their trial pts, to report that upon sensor removal, a sensor wire fragment had remained inserted in pt's skin and pt was able to pull it out without any issues. At the time of her call to dexcom technical support on (B)(6) 2012, diabetes educator reported that pt was doing fine.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.